Manufacturer narrative:
Additional narrative: on (B)(4) 2014 quantity 6 of the reported product code (unknown lot) were returned. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The edge of drill was disassembled and dropped from drill shaft when drilling.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product associated with this reported event was not returned for examination. Follow up communication for product return was unsuccessful. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: examination of the returned device was unable to confirm the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.